Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The international customer reported during the use of a v60 an incident occurred resulting in the patient needing to be intubated. In the ventilation circuit used by the hospital there was no exhalation port to evacuate exhaled air. Normally the v60 device is equipped with proper philips respironics tubing, but the hospital chose to use a f&p tubing, where the connection piece with exhalation port needs to be added. This connection piece was forgotten. The international customer reported this resulted in the patient needing to be intubated.

Manufacturer narrative:
The customer reported the device alarmed when this occurred. This was determined to be a user error by the manufacturer's dealer. The device was being used off label. Clinical training in the use of the device was provided to the facility.

Event description:
The international customer reported during the use of a v60 an incident occurred resulting in the patient needing to be intubated. In the ventilation circuit used by the hospital there was no exhalation port to evacuate exhaled air. Normally the v60 device is equipped with proper philips respironics tubing, but the hospital chose to use a f&p tubing, where the connection piece with exhalation port needs to be added. This connection piece was forgotten. The customer reported the device alarmed when this occurred. The international customer reported this resulted in the patient needing to be intubated.

Manufacturer narrative:
Date of report: 12sep2018. Serial number: (B)(4). Updated contact name. Date received by manufacturer: 4sep2018. Date of manufacture: 12may2016.